Event description:
Reportedly, the miraclebros 12 guidewire was advanced and crossed the lesion at anterior tibial artery, crosser cto recanalization catheter was advanced over the guidewire to the lesion, then exchanged with unk balloon dilatation catheter to advance over the guidewire. Upon angiography, vessel perforation was observed. At physician's discretion, no remedial treatment was performed but the patient is in good condition and no complication is reported.

Manufacturer narrative:
Device was discarded reportedly, and was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event. No other similar experience report was received for this lot. With the provided info, perforation was supposed to have occurred when the guidewire was advanced in the target vessel, however, detailed occurrence process and contribution of the guidewire could not be identified.